Event description:
The manufacturer was informed that a ds2adv auto CPAP device had been running for an hour and shuts off with a service required error message. The device was returned to the third-party service center for further investigation. During the evaluation the service center found blower burnt as specific failure mode. The device passed all test results. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A ds2adv auto CPAP device was returned to a manufacturer's product investigation laboratory (pil) with initial alleged complaint of device had been running for an hour and shuts off with a service required error message. During the evaluation of the device at the pil, the device was externally and internally inspected, and found iso (international organization for standardization) port had white dust-like contamination in it, heater plate had dust-like contamination on it, inlet/outlet seal had browned. Potential tobacco contamination on it, dust-like contamination on the blower motor, dust-like contamination at the air inlet of the blower box, dust-like contamination in the blower box. Unknown black residue inside blower box, potential tobacco contamination, black tar-like residue inside the blower motor. Potential tobacco contamination inside the blower, blower impellor seized, dust-like contamination in the bottom enclosure, dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring, potential mineral deposits inside the water tank. Pil was unable to confirm the complaint of states running for a hour and shuts off with a service required error message. Blower motor seized from the tar-like residue. Potential tobacco contamination. Additionally, pil also noted during the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the pil after the evaluation was completed. In this report, box d, g and h has been updated.